Manufacturer narrative:
The device has been requested by baxter to evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility reported an infusion pump with "failure in the three channels." The event was reported to have occurred during pt use and infusion was discontinued immediately. According to the hospital representative, no pt injury had been reported related to the device. No additional info or contact was available.